Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation did not reproduce the reported symptom. Evidence for a constant downstream occlusion alarm was found through the event history log review by the presence of 'downstream occlusion!' In the log; however, it cannot be determined if the alarms are true or false. Evaluation determined the cause to be the force sensor to be out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. There was no patient involvement associated with this event. No additional information is available.